Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient had a seizure so she visited the clinic to check her device. The device was tested and system diagnostic results revealed high impedance (impedance value = 10,000 ohms). The patient was referred for surgery but no known surgical interventions have occurred to date.

Event description:
An implant card was received indicating that the patient underwent generator and lead replacement due to high impedance. The generator was tested with a test resistor which showed the generator was working as intended; however, the surgeon decided to replace the generator prophylactically. Device diagnostics with the new vns system was within normal limits. It was reported that the explanted device were discarded by the explanting facility; therefore, no product analysis can be performed.